Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A consumer reported 'little blinking', which was later described as a 'flicker' in left peripheral vision when moving, three months post intraocular lens (iol) implant procedure. Consumer informed being told by the surgeon that this was not serious and that it would stabilize within two to three months. Reporter informed having seen another ophthalmologist who confirmed that the iol is perfectly centered and everything was normal, however the ophthalmologist noted that the iol still had a folding mark. Additional information has been requested.